Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump, potentially causing the customer to experience a low blood glucose (bg) level of 48 mg/dl. The customer consumed carbohydrates to address the decreased bg. Reportedly, the pump and the transmitter regained connection. No additional patient information was available.